Event description:
This female presented with grade I sah from a giant r ica. The pt had not been on antiplatelet medication prior to her emergent admission. During the procedure, she was given both IV heparin (1500 u) and plavix 600 mg per nasogastric tube at the time of stent insertion. The stent was positioned without any difficulty; 18 coils were deployed into the aneurysm and there was successful occlusion. Upon emerging from her anesthetic, the pt was noted to have a l hemiparesis and was immediately re-anesthesized and had angiography that demonstrated in-stent thrombosis. The pt received an add'l heparin dose of 1000 u; mechanical thrombolysis was performed three times with a hyperglide balloon. A small area of thrombosis remained and urokinase 800 mg was administered. The pt was placed on a heparin infusion post-operatively. The next day, the pt had replacement of a ventriculostomy to aid in controlling elevated icp; two days post procedure, the pt presented with a l frontal intracerebral hemorrhage and was taken to the operating room for a craniectomy and clot eval. The pt's neurologic status remained stuporous with response only to noxious stimuli. Five days post procedure, the pt had bilateral intracerebral hemorrhage in the frontal lobes. The family withdrew medical care on the sixth day post procedure, and she expired.

Manufacturer narrative:
Add'l info has been requested and will be submitted within 30 days upon receipt.